Manufacturer narrative:
The device was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off after it fell. Customer's blood glucose value was unknown at the time of the incident. Customer stated that there was no damage on insulin pump's case or in battery compartment. Customer stated that tried to insert a new battery but insulin pump did not restart. The device will be returned for analysis.